Manufacturer narrative:
Result: damaged / cracked siderail panels.

Event description:
It was reported by service report that the outer siderail panel was cracked with sharp edges. No pt involvement or adverse consequences were reported.